Manufacturer narrative:
Additional information: the inserter was not returned for evaluation and the lot number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's capsule ruptured during lens insertion. The lens was removed and a vitrectomy was performed. Another model lens was implanted. There was no incision enlargement or sutures used.